Event description:
During gamma3 surgery, surgeon identified breakage in targeting arm, and bone burning when using lag screw step drill. Replacement sent and surgery was completed as planned.

Manufacturer narrative:
Same patient event as MDR 9610622-2010-00573.